Event description:
It was reported that the patient developed an infection at the pocket site. It was noted that a medical intervention was planned to take place on (B)(6) 2013. It was noted that the date of onset was unknown and no additional patient symptoms were reported. Several attempts to follow-up with the healthcare provider for additional information were made without success.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4) implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient.

Manufacturer narrative:
(B)(4).